Event description:
It was reported that customer had product complaint with foley catheter and no specifics were given. Per follow up call on (B)(6) 2021, the customer reported that they had 4 failed catheters where the bulb was broken and the catheter slipped out. Per customer via phone on (B)(6) 2021, stated that the 4 catheters had a hole on the bulb and that caused leaking. The first and second occurrence happened within a week of use, the third and fourth happened within two days of use.

Manufacturer narrative:
The reported event was confirmed cause unknown. 1 samples were confirmed to exhibit the reported failure. The device had not met specifications. The product caused the reported failure. A potential root cause for this failure could be "tooling damaged (core pins)". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use" corrections: d,f,h h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The actual/suspected device was evaluated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that customer had product complaint with foley catheter and no specifics were given. Per follow up call on 19may2021, the customer reported that they had 4 failed catheters where the bulb was broken and the catheter slipped out. Per customer via phone on (B)(6) 2021, stated that the 4 catheters had a hole on the bulb and that caused leaking. The first and second occurrence happened within a week of use, the third and fourth happened within two days of use.